Event description:
It was reported that the pt is alleging harm caused by the device, however, the nature of the harm is unk at this time.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported that the pt underwent a two stage revision for infection. The first stage took placed on (B)(6) 2010 and the second stage was not (B)(6) 2011.

Manufacturer narrative:
Eval summary: no device or photos were received; therefore the condition of the components is unk. Neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Manufacturer narrative:
This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the implanted devices. Review of the primary operative notes indicated that the patient had range of motion from 0 to 110 degrees of flexion with good stability in the coronal plane. Per the nexgen cr, ps, cra, lps, and lcck knee package insert, infection is a known risk of this procedure. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided; however, the complaint may be reopened upon return of product or further information.